Event description:
It was reported that a malfunction occurred with malfunction code 3, and a pump replacement was necessary as it could not be reset. The customer's blood glucose level did not exceed 500 mg/dl, and there was no adverse impact. The customer employed multiple daily injections as a backup therapy to maintain insulin delivery and was instructed by technical support on how to put the pump into storage mode and return the defective pump with a prepaid label.